Manufacturer narrative:
The device was returned for analysis. Visual inspection of the returned device revealed that it has the body kinked and spring tip was fully detached and not returned. All the outer diameter (od) measurements taken met specifications except for the od of the distal tip that was not returned. The rotawire overall length could not be measured due to the condition of the returned device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04680. It was reported that burr stuck on guidewire occurred. A 1.25mm rotalink¿ plus and a rotawire wire selected to be used. During the procedure, when the burr was advanced over the guide, there was an adhesion between the two elements. The burr was blocked on the guide and it was impossible to push or to retrieve it. The procedure was completed with another device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04680. It was reported that burr stuck on guidewire occurred. A 1.25mm rotalink¿ plus and a rotawire wire selected to be used. During the procedure, when the burr was advanced over the guide, there was an adhesion between the two elements. The burr was blocked on the guide and it was impossible to push or to retrieve it. The procedure was completed with another device. No patient complications reported.